Manufacturer narrative:
D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
62 year old male patient with stage d cardiogenic shock implanted with impella cp. On treatment day 3 pump, nurse reported an aortic positioning alarm. Patient taken for imaging, and pump was not totally out of lv. Patient tolerated a pump repositioning, and was treated for 2 additional days with no issue, recovered, and was explanted. Impella to be coded to device repositioning with no consequences. On the third day of impella cp support, a positining alarm was reported. The pump was successfully repositioned, and the patient continued on support for an additional two days. There impella performed as expected, and there was no patient consequence.